Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It could not be confirmed for the atrial side. It was also noted that the upper and lower cases were broken, the battery release was contaminated, the ring cover and both bail covers were missing, the ring cover screw was missing, three case screws were the wrong part, the lead flex cover was contaminated, the battery contacts were compressed, the ring and both bails were missing, the keyboard was scratched, the main pcb was corroded and the battery drawer o-ring was missing. (B)(4).

Manufacturer narrative:
Further analysis was performed on the main pcb. Visual inspection revealed corrosion on the pcb, no other anomalies observed. Bench analysis observed atypical surge current, inactive battery current measured ok, typical operation observed when device was turned on, no anomalies observed when localized tapping or cooling and heating were applied to device. All functional tests passed. Conclusion: could not produce any failure.

Event description:
It was reported that the external pulse generator was out of calibration. The generator was returned for service. It was indicated that this was discovered during bench testing and there was no patient involvement.